Event description:
It was reported that the right ventricular (rv) lead was explanted due perforation. Additionally, it was noted that the lead exhibited failure to sense and high capture thresholds as a result. The perforation was confirmed via fluoroscopy. The lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. A stylet insertion test passed without issue - indicating no blockage in the lumen. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that the right ventricular (rv) lead was explanted due perforation. Additionally, it was noted that the lead exhibited failure to sense and high capture thresholds as a result. The perforation was confirmed via fluoroscopy. The lead was replaced. No additional adverse patient effects were reported. The lead was returned for analysis.